Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the device evaluation, and the legal manufacturer's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: nov 15, 2023. Sampling from: all channels. Cfu:1 cfu/endoscope(1 cfu/100ml). Bacterial identification: micrococcaceae. Despite good faith attempts the user cleaning disinfection and sterilization (cds) processes were not shared. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the light guide rod lens (1x) is cracked, the charged coupled device cover lens is scratched, the plastic distal end cover is scratched, the bending section glue is separated, the connecting tube protector is shaved, the channel mount is damaged, the mouthpiece is damaged, and the universal cord is wrinkled. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during reprocessing, the evis exera iii colonovideoscope tested positive for greater than 100 colony forming units (cfus) of enterococcus faecalis and was quarantined. The user did not report any contamination or any other serious deterioration in state of health of any persons to which the scope could have been a contributory cause.